Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint could not be confirmed. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device and can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 8/17/21 it was reported by arthrex employee via email by that while using an ar-3638 knotless fibertak, the surgeon inserted the anchor through the guide; a metal rubbing sound was heard and the anchor could not be inserted. A new product was used and case was completed successfully. No patient affect.